Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including operative notes, x-rays, patient information, if there were any signs of impingement and if there is a confirmation of metallosis, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not consititute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility (ops used in primary) revision of the cocr liner, ecima insert and biolox delta ceramic head after approximately 1 year and 11 months due to infection with suspicion of metallosis. Note: late report due to the reporter informing vigilance late. Reporter made aware on (B)(6) 2026 but did not submit to vigilance until (B)(6) 2026.